Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, while using the monopolar curved scissors, the tip cover fell inside the patient and was retrieved with a grasper. There is no patient harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The monopolar curved scissor tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci assisted procedure. It is unknown if the fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.